Event description:
As reported by the user facility: report states, "that in three hours the pt was over infused 150 ml more than what was programmed in the pump". Unknown medication. Unknown rate. Unknown total volume infused. No tubing available. No pt injury.